Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a bolus via pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.